Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated an aa4203tl toric silicone single piece lens was not used due to having been received with some type of "film" on the lens. The lens was not loaded and there was no patient contact. The reporter stated the lens was defective/contaminated.